Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent charging issues were experienced with the pump battery. Additionally, it was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was not impacted. Reportedly, customer continued to use the pump for insulin therapy.